Event description:
I have had recurrent pain since getting a hernia repaired with gore-tex mycromesh. I have a frequent burning leading to numbness in my right inguinal area and left testicular pain which appears to be sporadic. The pain was not present prior to my hernia repair. Various inguinal nerve blocks and long term use of pain killers; neurontin, vicodin, etc.